Event description:
It was reported that pt's left rejuvenate hip was revised on (B)(6) 2012 due to possible hip infection per operating surgeon.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.